Event description:
Healthcare professional reported "rupture" and "seroma" via MRI. Later healthcare professional reported "device turned out to be intact". This is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, observed an opening, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "rupture" and "seroma" via MRI. Later healthcare professional reported "device turned out to be intact". This is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6.

Event description:
Healthcare professional reported "rupture" and "seroma" via MRI. Later healthcare professional reported "device turned out to be intact". This is for the left side. Device was explanted.